Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was still on the patient's esophagus. The study was performed 25 days ago. An x-ray was performed and showed the capsule was still there. The capsule was attached to the esophageal mucosa at 36cm. The device application of hot snare to mucosal pedicle with success. It was removed. It dislodged into gastric fundus. Small superficial mucosal erosion present at removal site.